Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link vision rapid exchange (rx) and over the wire (otw) coronary stent systems (css), international, instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with moderate calcification in the distal left anterior descending artery (lad). A 2x8mm mini-vision rx stent system was advanced toward the target lesion, with resistance due to the anatomy, and the stent dislodged in the mid lad prior to reaching the target lesion. Reportedly no resistance was noted during withdrawal from the anatomy. A 2.5x12mm non-abbott stent was used to crush the stent against the vessel wall in the mid lad. A 2.25x8mm non-abbott stent was used to treat the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.